Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that a child patient experienced high blood glucose level of 600 mg/dl. The patient took 12 units of insulin but that did not work, so 12 units of insulin were taken again. Subsequently, in the morning of (B)(6) 2019, the patient was hospitalized, and it was stated that the catheter had a hole and it was leaking. Therefore, insulin was coming out of the tubing. No alarms found on the pump according to nurse. Reportedly, the patient was still hospitalized at the time of this report on 29 oct-2019. No further information available.